Manufacturer narrative:
The device was received for evaluation without a cap attached to female connector. Visual inspection with the naked eye noted a crack observed on the main body. There was evidence of substance around the threads and along the crack in the main body. The reported condition was verified. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a cracked light blue main body. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was in use for approximately three (3) months. There was no patient injury or medical intervention associated with this event. No additional information is available.